Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) arm 4 due to carriage being loose. The system was then tested and verified as ready for use. Isi received the usm involved with this complaint to perform failure analysis. The usm was analyzed and found that the insertion linear bearing was damaged/detached from the rail causing the carriage assembly to wobble. The unit was tested on an in-house system and passed normal mode. The unit then went through testing on fixture test platform (pftp), and it passed all required tests. The insertion linear bearing assembly will be replaced as a fix to the reported problem. The complaint regarding a moving and loose arm 4 carriage was confirmed based on failure analysis.

Event description:
It was reported that after a da vinci assisted surgical procedure, the instrument carriage on arm4 was loose. It was noticed while draping the arm that the carriage moved and was loose. The arm worked and the customer used it without problems. The procedure was completed with no reported injury.